Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and the pump alarmed numerous pump erros. The customer's blood glucose reading was unknown at the time of incident. No further details provided.

Manufacturer narrative:
The insulin pump was received with no button response due to unlocked keypad connector on lcd board. Unable to verify alarms and unable to perform functional check including rewind and basic occlusion, occlusion, prime, the excessive no delivery, displacement, self-test, error test and all the operating current test due to no button response. The insulin pump was received with cracked case at display window corners and cracked reservoir tube lip.